Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014 the patient was diagnosed with: hardware discontinuity, thoracolumbar spine. Status post pedicle subtraction osteotomy. Ankylosing spondylitis. Procedure performed: revision of hardware with hardware fracture, l3-l4. (B)(6) 2014 the patient presented with pseudoarthrosis with degenerative disk disease, spinal stenosis and instability at l4-l5 and l4-l5 nonunion of previous fusion. The patient underwent the following procedure: anterior lumbar interbody fusion at l4-l5 with removal of old hardware. L4-5 anterior lumbar interbody fusion including discectomy, interbody graft and zero-profile plate. Per op notes: the anterior portion of the disk was viewed at l4-5. The previous tlif graft was removed in a single piece. The entire disk space was entered, was curetted down to the level of bone, both at the inferior end plate at l4 down to l5. The entire length was decompressed on both sides directly and indirectly through restoration of the appropriate disk height. A graft was selected, it was trialed and then impacted into place. Bone graft material consisted of allograft with bone morphogenic protein. The zero-profile plate was inserted along with the interbody graft and then secured with 4 screws using the standard guide, the bone wand and screw purchase was excellent. X-ray was used to confirm appropriate placement of the hardware. Patient alleges unspecified injury due to the use of rhbmp-2.